Manufacturer narrative:
The customer returned product, lot dmb48-1 and submitted a specimen from the patient for investigation testing. The returned and retention anti-d (monoclonal blend), lot dmb48-1 were tested with red cells of various rh phenotypes and expected reactivity was observed. The patient's red cells were tested with returned and retention anti-d (monoclonal blend), lot dmb48-1 and several other anti-d reagents. The patient's red cells were negative at all phases of testing with all reagents tested.

Event description:
Customer is reporting that a patient that typed as a, rh-positive in 2003, is now typing as a, rh-negative, include weak d. The patient received 6 units of a, rh-positive red blood cells based on the test results in 2003. Currently, the patient has a negative antibody screen.